Event description:
Reporter experienced the er1 message sometime in july. Reporter retested and still rec'd the er1 message. Reporter retested again using a friend's ss meter and rec'd blood glucose result of 180 mg/dl. Reporter stated that she finds color comparison chart "not as accurate as it should be". Reviewed technique with reporter satisfactorily.